Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 447 mg/dl and 77 mg/dl. The customer was treated with pump. The customer reported that they had a lot issues with her sensors. Customer declined troubleshoot for low blood glucose level. The insulin pump will not be returned for analysis.